Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced postprandial glycemic excursions with initial hyperglycemia followed by hypoglycemia 2 to 3 hours after meals, typically breakfast, while using the ilet and announcing meals approximately 10 to 15 minutes before eating; the lowest documented glucose was 67 mg/dl, the peak was 315 mg/dl, and lows were treated with oral glucose (orange juice), with no device-specific malfunction identified and insufficient information to attribute the issue to a device component. Symptoms included hyperglycemia and hypoglycemia without reported physical symptoms. Outcomes included no health consequences or lasting impact. Investigation included user communication and interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, and the available information was insufficient to determine a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.